Manufacturer narrative:
(B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The customer noted there was a white slippery substance on the analyzer reaction cells. The initial sample values were reported outside of the laboratory and questioned by a physician. The samples were repeated on a second analyzer and the repeat results were deemed correct. The patients were treated based on the repeat values. The first sample initially resulted in an hba1c value of 13.3 % and repeated as 7.1 %. The second sample initially resulted in an hba1c value of 16.0 % and repeated as 8.1 %. The hba1c reagent lot number was 61749701, with an expiration date of 31-aug-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls recovered within the customer's established ranges. There is no indication of a reagent performance issue. The field service engineer determined cell detergent residue was present on the top of reaction cell segments and the reaction table. The cell rinse vacuum tubing failed at a connection to the liquid waste vessel. The damaged end of the tubing was removed and it was reconnected to the vessel. Vacuum diaphragms were replaced. The vacuum lines were cleaned. The cell rinse volumes were adjusted and evacuation of cell wash was verified. The customer ran calibration and controls; these recovered within laboratory guidelines. The investigation determined the service actions resolved the issue.